Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient was having trouble with her legs. The leg trouble started several years prior to this report and worsened several months prior to this report. The patient¿s doctor was ordering an MRI for her legs. She had fallen even before getting the device. Additional information received reported that the patient had been having a lot of falls and a neurologist wanted to do an MRI because of the falls and see back where she had some artificial discs. She had been falling for several years before being implanted but they were happening more and more often. She fell maybe 3 weeks prior to this report and she felt like maybe a wire pulled or something but she didn¿t know if that was the problem with her legs and feet. It was thought that she might have nerve damage from maybe a broken leg the patient had once. Follow-up was performed to determine what the MRI results were, if any further troubleshooting had occurred, if a cause had been determined, if any intervention had occurred, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.